Event description:
Pt to or for scheduled right knee arthroscopy. During surgery, anesthesia applied a level 1 upper body blanket warmer at high-44 c degrees-. After the surgery, blanket was removed and noted red areas to biliteral arms and chest. Area on left forearm with a one inch blistered area. No other open areas/blisters noted. No blankets were on top of the warming blanket, no kinks in the hose, no alarms or dysfunction noted during use. Surgeon notified, thermazene ointment applied with a telfa dressing. Dates of use:2009. Diagnosis: surgery. Event abated after use stopped: yes. Event reappeared after reintroduction: no.